Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the physician could not withdraw the deployment suture. The delivery system was slightly repositioned and they tried again to deploy the stent; however, it would not deploy. The stent was removed from the patient. Clinical follow up revealed that there was no visible issue with the stent device. The procedure was completed with another ultraflex esophageal stent without complications. The patient was reported to be in good condition post procedure. The complaint device was returned for analysis and preliminary investigation results revealed that the stent was partially deployed. Based on the condition of the returned device, this is now a reportable event.

Manufacturer narrative:
Patient is over 18 years old. A visual examination of the returned device revealed that the stent delivery system was returned together with a partially deployed stent. Approximately 5mm of the stent had been deployed. During a functional analysis, the stent deployed fully on the first attempt with no restrictions. No further issues were noted with the returned device which could have contributed to the reported complaint. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.